Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b2: specific death date is documented as unknown. Details are listed in the attached article. Eisenga, john b; mccullough, kyle a; afzal, aasim; dimaio, j michael; moubarak, ghadi; et al. The journal of surgical research308: 202-208. (Apr 2025)ventricular assist device. The journal of thoracic and cardiovascular surgery, 167(4), 1322¿1330.e6. Https://doi.org/10.1016/j.jtcvs.2022.09.051. Baylor scott and white, the heart hospital, plano, texas. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿factors associated with readmissions following left ventricular assist device implantation¿ that heartmate 3 (hm3) may be associated with heart failure exasperation, major infection, bleeding, unexpected surgical/medical intervention, arrhythmia, neurological dysfunction, kidney dysfunction and transplant. This single-center retrospective study evaluated 151 patients who were implanted with a hm3 left ventricular assist device(lvad) between 2017 and 2023 who were implanted with a destination therapy treatment plan. The average age of the study group was 63.7 +/- 11.4 years. 123 of the 151 patients were male. Patients who received a transplant or lvad exchange at any point for any reason were excluded from the study the goal of the study was to evaluate the incidence and factors associated with readmission.12 patients were noted to have passed away shortly after lvad implant. 41 patients passed away total. 38 patients had postoperative major bleeding, 6 patients had postoperative ischemic stroke, 31 patients had postoperative right heart failure requiring right ventricular assist device (rvad) placement, temporary hemodialysis was required in 23 patients postoperatively and 27 patients required a postoperative tracheostomy. Some of the patients were noted to have had to be admitted to the intensive care unit (ICU) due to their postoperative complications. The 139 remaining patients experienced 456 separate readmissions with a median follow-up of 590 (303-1002) days and a total follow-up of 270.7 patient-years for a rate of 1.7 readmissions per patient year. 108 of the patients had to be readmitted at least one time. Patients were readmitted for heart failure exacerbation (27.0%), major infection (17.8%) kidney dysfunction (5.7%), cardiac arrhythmia (9.9%), planned procedures (8.6%), neurological dysfunction (4.8%) various lvad alarms/malfunctions (3.7%), anticoagulation adjustment (0.7%) other unknown reasons (8.3%), and major bleeding (13.6%). Patients who were readmitted within 6 months were more likely to have new york heart association class iii or IV symptoms compared to those who had not been readmitted 39.1% versus 11.8% versus 15%, p =0.0008. Following lvad implantation, readmissions within 6 months of surgery are associated with worse functional status at 6 months and 1 year postoperatively. Increased body mass index and preoperative bilirubin were associated with more frequent readmissions.